Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. Per t:slim x2 g6 pump "fill tubing" instructions: "tap stop after 3 drops of insulin are seen at the end of the infusion set tubing." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air gaps may have been observed in the tubing, although the customer could not recall in specific detail. Reportedly, the customer did not remove the air from the cartridge when filling the cartridge with insulin, and had manually stopped the fill tubing sequence prior to viewing drops of insulin at the end of the tubing. The customer's blood glucose level was in the 500 mg/dl range and was treated with manual injection. Customer completed a supply change to resolve the issue.